Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update the expiration date and manufactured date. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface® guiding sheath with multipurpose curve. During the procedure, when it was confirmed that blood was in the side port, air was drawn into the tube and syringe. Case proceeded while continuously monitoring for air. Procedure was completed without patient consequences. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The air in the side port tubing was assessed as a reportable malfunction.

Manufacturer narrative:
Investigation summary it was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface® guiding sheath with multipurpose curve. During the procedure, when it was confirmed that blood was in the side port, air was drawn into the tube and syringe. Case proceeded while continuously monitoring for air. Procedure was completed without patient consequences. The device was received for analysis inside a plastic bag. Per visual analysis a kinked condition was observed on the catheter tip/distal tip. No other damages were observed. Then, the catheter outer diameter was measured and it was found within specification. A lab sample syringe fill with water was attached to the stopcock valve of the received cannula sheath and was successfully flushed neither air flows back were observed into the side port nor other anomalies were observed during flushing procedure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The complaint reported by the customer was not confirmed due to functional test was successfully performed, neither air flows back were observed into the side port during the flushing procedure. The exact cause of the reported failure as well the kinked condition found could not be conclusively determined during the analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 8/17/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The device history record, manufactured date and expiration date have been provided on september 11, 2018. Therefore, expiration date and manufactured date have been populated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).